Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image).